Manufacturer narrative:
(B)(4). Report source: foreign: india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been.

Event description:
It was reported during shoulder arthroscopy surgery, when attempting to insert the anchor, it broke. Another device was used to complete the procedure, no patient harm was reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported during shoulder arthroscopy surgery, when attempting to insert the anchor, it broke. Another device was used to complete the procedure, no patient harm was reported. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: part # 912031 jgrknt 1.5mm #2 mb sngl 2 mb sngl lot # 2416628; part # 912031 jgrknt 1.5mm #2 mb sngl 2 mb sngl lot # 2392612; part # 912031 jgrknt 1.5mm #2 mb sngl 2 mb sngl lot # 2416628; part # cm-93291 quattro gl anchor 2.9mm lot # 64519-1. Visual examination of the provided pictures identified that the anchor is fractured with the sutures trailing out of the fractured off pieces of the anchor. The remaining part of the anchor is still attached to the inserter. No product was returned; further visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.